Manufacturer narrative:
(B)(4). S/w version: 4.11j. Retainer ring = black. On 08/04/2021 customer alleged pump has cosmetic damage (cracked battery compartment). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: keypad overlay texture damage, pillowing keypad overlay, broken belt clip rails, cracked keypad overlay, cracked reservoir tube lip, missing display window/cover, scratched case, minorly scratched lcd window, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked battery compartment) was not confirmed during visual inspection, however, other cosmetic damage was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump back was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.